Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation along uncomfortable/ unintended stimulation in ribs. Reprogramming was tried to no avail. System diagnostics determined invalid impedances on the lead. X- rays are requested and the patient will consult as a next course of action.

Event description:
Additional information received identified surgical intervention is planned to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein the physician electively explanted and replaced the ipg. No intervention was taken against the lead. High impedances were observed intra-operatively, however, the patient was reprogrammed to achieve effective stimulation.

Event description:
Additional information received identified therapy was restored. The issue has resolved.